Event description:
The physician's office nurse called to report that the device had reset. The programmed parameter summary report, stated that the "crystal is not running". Based on the known crystal oscillator anomaly, the decision was made to explant the device.